Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that the listed tracheostomy tube was found leaking at the cuff during patient use. The tracheostomy tube was replaced with the patient's old device. Examination of the removed tracheostomy tube revealed a hole in the cuff material.

Manufacturer narrative:
One device sample was returned for evaluation. Examination of the returned device showed no obvious defects. The returned device was given functional testing: a syringe was attached to the inflation valve and air was injected through the inflation valve. During this test, the device cuff did not inflate. Additional functional testing (device submerged in water, air injection repeated) showed there was a leak in the cuff directly below the inflation line. Examination under magnification showed multiple abrasion marks below the inflation line; these abrasions eventually lead into a tear in the material. Product evaluation and investigation could not determine the cause of the abrasion marks; however, no evidence was found to suggest the event was caused from an intrinsic defect in the product. The manufacturing facility performs leak testing and visual inspection for 100% of these products prior to packaging. Had the tear been present during production the device would not have passed the leak test or the inspection. The manufacturing facility performed a review of the production process for this device type and did not identify abrasive surfaces or objects that could have induced the type of damage seen.